Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed. Outer insulation breached depression. Partial lead in segments returned and analyzed. Device conclusion: changed on lead as partial lead returned in segments.